Event description:
It was reported that two connecting bolts from the same lot would not engage the nail thread through the targeting handle.

Manufacturer narrative:
Evaluation summary: no information was provided to describe earlier attempts at attaching the connecting bolts to nails. The connecting bolts have a potential field age of approximately 13 months with an unknown number of uses. There is insufficient information provided in the per to determine the root cause of the reported event. Evaluation: the products meet print specification where measured. Functional testing found that the connecting bolts would not fully engage sample nails with or without the handle in use. Damage was found on the threads of the connecting bolts consistent with cross-threading. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.